Event description:
It was reported that shaft break occurred. A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the device broke midshaft outside of the patient. The device was removed, and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the device broke midshaft outside of the patient. The device was removed, and the procedure was completed with another of same device. No patient complications were reported. It was further reported that the target lesion was located in the left anterior descending artery.

Manufacturer narrative:
B5. Describe event or problem updated. Device evaluated by MFR: synergy xd mr us 2.25 x 28mm was returned for analysis. A visual, tactile, microscopic and dimensional testing were performed on the device. Visual examination identified the stent had damage at the proximal section. A visual and tactile examination of the hypotube found multiple kinks and a break in the shaft at 24cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. The microscopic examination of the crimped stent via scope found evidence of stent damage with stent struts lifted at the proximal section. No signs of movement, stent was set between the proximal and distal markerbands. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result is within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. A 2.25 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, the device broke midshaft outside of the patient. The device was removed, and the procedure was completed with another of same device. No patient complications were reported. It was further reported that the target lesion was located in the left anterior descending artery.